Event description:
Additional information was received indicating that the pre-op diagnostics showed 9526 ohms and end of service. The explanted products will not be returned as they have since been discarded.

Event description:
The explanted lead and generator were returned to the manufacturer on (B)(4) 2012. During product analysis,the reported end of service, was duplicated. Based on the electrical test results, the device exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to an end-of-service (eos) condition. A review of available programming history revealed that the eri status was set to yes on the day of explant, (B)(6) 2012. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis on the lead is pending.

Event description:
Product analysis on the lead was completed on (B)(6) 2013. Note that the electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis a break was identified in the lead coil. Scanning electron microscopy was performed and identified the area as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and fine pitting. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. Additionally, abraded openings found on the outer and inner silicone tubes, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and inner silicone tubes. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pin at one point in time. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. A review of the design manufacturing records of the patient's implanted lead was performed on (B)(6) 2013 and no unresolved non-conformances were observed.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury. Review of manufacturing records did not reveal any anomalies.

Event description:
It was reported that the patient was being scheduled for a full revision for an unknown reason. Clinic notes received on (B)(6) 2012 indicated that at a follow up appointment on (B)(6) 2012, high impedance was observed on a system and normal mode diagnostic test. The generator was also found to be at end of service. Follow up was performed and indicated that there was no suspected manipulation or trauma to the device. X-rays were not performed. The device was not disabled following the observed high impedance. The generator and lead were explanted on (B)(6) 2012. The products have not been returned to the manufacturer to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.